Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that the device is alarming but no sound, even though the volume is turned up. No consequences or impact to patient were reported.

Manufacturer narrative:
The device was inspected and verified to be functional and able to obtain readings. A visual indication was provided for alarm alert conditions but there was no audible alert from the speaker. The core board connection was reseated and the device operated as designed. There was likely a poor connection between the core board j1 connector and instrument board j8 connector. A service history record review reveals that this serial number was in the field for over two (2) years. No confirmed failures related to this reported event were indicated. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6). Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6).